Manufacturer narrative:
From the picture it was observed an "inflation line detached during use". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "inflation line detached during use", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the inflation line became detached while in use. No report of a patient injury or intervention.